Manufacturer narrative:
The incident sample has been received but evaluation has not been completed. When complete, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the unit is pumping too fast. There was no patient harm.

Manufacturer narrative:
All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The unit was returned to the service center and an evaluation was performed. The customer originally reported a complaint of unit pumping too fast. The complaint was not verified, but a different issue was found. A hinge pin on the rear casing was broken due to physical damage. The battery was out-of-date. The gearbox had a black ring around the base of the rotor shaft, with a root cause of a worn gearbox. The device arrived without a blue door and one of the hinge pins on the rear casing was broken due to physical damage. The device passed post, with the led s lighting, the display legible, and all audio tones sounding. There were no system errors recorded by the device. The battery was mostly full on first startup, and the device indicated as charging when the ac power cable was plugged in. The device turned on under both ac and battery power. The settings on arrival were a feed rate of 33 ml/hr with 70 ml fed. The device was run at the incoming settings for 59 minutes with no issues, and then run at a feed rate of 400 ml/hr for 40 minutes with no errors occurring. Re-certification was then passed by the device. The device was set to run at 125ml/hr with a new feed set and did so for 15 minutes. After this, the average rotor timing was measured with a stopwatch (cl-14365) to be 8.42s. This falls within the accepted values of 7.7-9.4s. The device was then put through volumetric accuracy testing and again set to run at 125ml/hr, the device would do so for 30 minutes. During this test the device would have an optimal output of 62.5ml. The device has a tolerance of +11%/-3% meaning the device can deliver 60.63ml-69.4ml and be considered accurate. The device delivered 68.8 ml of fluid during the test, measured by weight (cl-13988). The device passed both average rotor timing and volumetric accuracy testing, the device is considered accurate. An internal investigation was performed and the battery was out-of-date. The gearbox had a black ring around the base of the rotor shaft, indicating that the gearbox was worn. The battery door was broken during the investigation. No other visibly worn or damaged components were found. The battery, gearbox, and battery door were scrapped. Service has changed all parts in this unit that were either damaged, needed upgrade, or missing from the unit. The unit passed testing and was processed pursuant to current procedure. The unit was restored to proper operation. The reported complaint of unit pumping too fast was not confirmed. A root cause could not be determined. The service center did identify the unit had a black ring around the base of the rotor shaft. The root cause was determined to be a worn gearbox. No corrective or preventive action is planned at this time. This complaint will be used for tracking and trending purposes.